Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification. Visual inspection of the lead did not reveal any anomalies. The results of the investigation concluded the analysis of the device was normal with no anomalies were found.

Event description:
During follow-up, phrenic nerve stimulation was observed due to suspected lead dislodgement. The lead was explanted and replaced. The patient is in stable condition.